Event description:
On (B)(6) 2011, patient reported the past 2 times her infusion device was at 20.0 units of insulin, it gave an a2 (battery low) error message alert instead of an a1 (cartridge low) error message alert. Patient stated she received the a2 error message and then checked and her insulin cartridge was at 20.0 units of insulin. Patient stated she never received the a1 error message. Had patient check the error memory. Patient reported there was an a1 (cartridge low) error message. Patient stated when it came up on the display screen, it said 'battery low'. Patient reported she doesn't recall getting this error on (B)(6) 2011. Had patient check the error memory back further; found the a2 error messages as well. Patient reported with the first a2 error message, there was never an a1 error message. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.